Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown procedure, while the scrub tech assembled the components during surgery, it was discovered that the screw inserter coupling cannot thread into cannula properly and the helical blade does not thread inside of inserter. Another set was open. Procedure was completed successfully with no delay. Patient outcome was unaffected. There was no patient consequence. This report is for one (1) screw inserter. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 03.037.025, lot: 9498461, manufacturing site: bettlach, release to warehouse date: 23. June 2015 . The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Visual inspection: visual inspection performed on the returned instrument revealed no damage or defect to any of the inserter¿s components. The device is in fair condition. Functional test: the inserter was tested with the returned connector screw and the connector would not insert fully onto the inserter without the use of force. Upon closer inspection of the connecting screw the threads are slightly deformed resulting in the complaint condition. The complaint condition did not agree with the received condition of the device. The complaint could not be replicated with the returned device, as the issue is with the connecting screw not the inserter. Investigation conclusion: the complaint condition was not confirmed with investigation ¿ no device malfunctions were detected during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.